Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the physician stated the device was sticking. The physician was concerned the sticking would cause tearing of the vessel during mesosalpinx while doing a salpingectomy. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : 09 dec 2016. Date of follow-up report: 17 feb 2017. One lf1637 was received for evaluation. Visual inspection found no defects. The reported condition of the device sticking to vessel tissue was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The jaws did not stick to the vessel tissue. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances